Manufacturer narrative:
Estimated date. UDI number is unk as the part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: femoral artery infections associated with percutaneous arterial closure devices.

Event description:
Na.

Manufacturer narrative:
Date of event: date is estimated. UDI number is unk as the part and lot number were not provided. Literature attachment: "femoral artery infections associated with percutaneous arterial closure devices". The device location was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article that arteriotomy closure of the right common femoral artery was achieved with a perclose device via a 6f sheath. Nineteen days later the patient was re-admitted with right leg pain. A possible hematoma was diagnosed but was not seen on duplex scan and patient was discharged home. The patient was re-admitted the next day wiht increasing right leg pain, hemorrhage and increasing macules at the ankle. Septic embolism was diagnosed and the patient was taken to surgery. The suture of the perclose was present within the necrotic anterior wall. Sharp debridement of the common femoral artery and overlying tissues was performed along with removal of the perclose suture and repair of the artery with saphenous vein patch angioplasty. Six weeks of intravenous cefazolin was given. Details are listed in the attached article, titled :femoral artery infections associated with percutaneous arterial closure devices".